Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the device site of the pulse generator. A revision was performed on (B)(6) 2018. The patient still experienced pain and tenderness at the device site. The device was explanted per the patient¿s wishes. The device was not replaced. The patient was stable.

Manufacturer narrative:
The reported field event of discomfort was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.